Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the no image was the charge-coupled device unit was damaged during user handling of the device. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the evis exera iii bronchovideoscope had no image. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. During device evaluation at olympus, it was found the complaint was confirmed and the image could not be recognized. In addition, evaluation found the electrical safety test failed, the universal cord was scratched and wrinkled, the plug unit was damaged, the charged coupled device unit was broken, and the air valve unit was turned. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer. This event is under investigation. A supplemental report will be submitted upon receiving additional information.